Manufacturer narrative:
This event has been identified as a duplicate to regulatory report 9617601-2025-02768. Any subsequent information will be provided in regulatory report 9617601-2025-02768. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 1 year 6 months following the implant of this transcatheter bioprosthetic valve, the patient experienced a few myocardial infarctions while overseas where the physician's believed it was related to the transcatheter aortic valve (tav). Echocardiogram and computed tomography (CT) was performed and hyperattenuated leaflet thickening (halt) was observed. No treatment has been reported.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.